Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The account manager reported, on behalf of the customer, that the new m3538a battery did not work. There was no report of patient involvement.